Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and re-connected the gui to bd cable. The unit passed extended self-testing.